Manufacturer narrative:
An event of membranous septum rupture was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that there was no difficulty during or after valve implantation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident was believed that the cause of the ventricular membranous septum rupture was due to the annulus stent of the valve which cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted. There was no difficulty during or after valve implantation. On (B)(6) 2024, the patient had a membranous septum rupture and returned for treatment. It was believed that the cause of the ventricular membranous septum rupture was due to the annulus stent of the valve. During the ventricular septal defect closure, an arterio-venous loop was performed, and a 14mm amplatzer muscular vsd occluder was placed. The 14mm device was too small, and a large tricuspid leak appeared. The tricuspid leak was believed to be possibly due to a break in the chordae following the realization of the av loop. The 14mm device was removed, and the tricuspid regurgitation resolved. The procedure was completed with the placement of a 18mm amplatzer muscular vsd occluder using a 9f amplatzer trevisio intravascular delivery system (atv) for a satisfactory result.